Manufacturer narrative:
H2: while performing a review of the event, there was no patient death, serious injury, and no evidence of a reportable or non-reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (3012307300-2024-08016) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
E1: (B)(6). B3: unknown. No information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device had a bad interconnect board. There was no patient involvement.